Event description:
Procedure type: lap chole. According to the reporter: during surgery, found a blue piece in the cavity. Could not retrieve it. Confirmed seal part of the device was broken. The procedure was completed with another. Operating time extended more than 30 min. No pt injury was reported.